Manufacturer narrative:
There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned for evaluation.

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) procedure, the anastomosis, constructed using a third-party 29mm circular stapler instrument, dehisced, necessitating conversion to open surgery. The surgeon does not think that a da vinci system, instrument, and/or accessory caused or contributed to the reported event. Although the initial use of the stapler appeared uneventful and the procedure proceeded without complications, the dehiscence was discovered when the surgeon attempted to place reinforcing sutures. It was then identified that the third-party 29mm stapler, used independent of any da vinci instrument, had failed to deploy any staples and had only transected the tissue. There was no bleeding as a result of the firing issue. To address the issue, the procedure was converted to open surgery, and the staple line was oversewn. The patient tolerated the conversion, and the procedure was completed without further complications. The patient did not experience any postoperative complications, and there is no concern about this event causing any long-term complications.